Event description:
(B)(6) clinical study. It was reported that vessel dissection occurred. In (B)(6) 2015, clinical assessment indicated that the patient¿s qualifying condition was unstable angina. Subsequently, the index procedure was performed. The target lesion was a de novo lesion located in the mid right coronary artery (rca) with 85% stenosis. The target lesion was treated with predilation and implantation of a 4.00x38mm promus premier¿ stent however, a grade a vessel dissection proximal to the target lesion was noted post implantation of the stent. A 4.0x8mm promus premier¿ stent was deployed at 15 atmospheres overlapping the first stent. Post dilation was performed with 0% residual stenosis and the event was considered resolved. One day post procedure, the patient was discharged on aspirin and ticagrelor.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).